Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that during surgical intervention (manufacturer report number: 1627487-2024-09796) the original lead was being removed from the ipg, and the terminal end of the lead sheared. The contact was stuck in the ipg header. As a result, the battery was no longer useable and the ipg was explanted and replaced to address the issue.